Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the rep and a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient is having problem with his implantable neurostimulator (ins). Patient reported lump at site of implant. No known factors that may have led or contributed to the issue. Rep directed patient to notify health care professional (hcp) immediately and follow hcp orders. Advised patient to go to emergency room if they feel it is an emergent situation. The issue has not been resolved at the time of this report. Patient has appointment with hcp on (B)(6). No surgical intervention occurred and unknown if surgical intervention planned. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the doctor examined the ins problem and lump at the ins site and did not see edema or swelling. They prescribed omnicef and pain medicine. The ins problem and lump at the ins site were resolved. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.